Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were waiting to check her blood glucose when the insulin pump said no service. The customer¿s blood glucose level during the incident was 75 mg/dl. The customer stated they inserted a battery and the insulin pump was coming on. The customer stated their current blood glucose level was 73 mg/dl. They received the alarm history and the customer confirmed she received an off no power alert. Troubleshooting was performed. It was noted that she did not receive a low battery alert prior to the off no power alert. The customer ended the call before troubleshooting was completed. The device will not be returned for analysis.